Manufacturer narrative:
Isolated to the ui board. The ui board was replaced.

Event description:
The unit was returned to covidien svc ctr with error unk. Covidien svc center found that the individual segments of the display are missing. No pt harm was reported.